Manufacturer narrative:
(B)(4). The customer provided one 3-lumen cvc for evaluation. The catheter contained obvious signs of use in the form of biological material. Visual examination revealed the distal lumen was separated directly adjacent to the luer. The edges of separation appeared rough and jagged, which is damage consistent with undue force causing the breakage. Microscopic examination confirmed remnants of the lumen inside the luer. The inner diameter of the distal extension line measured to be 1.50 mm which is within specifications of 1.42-1.50 mm per product drawing. The outer diameter of the distal extension line measured to be 2.14 mm which is within specifications of 2.13-2.21 mm per product drawing. This indicates that the wall thickness measured within specifications. The medial and proximal lumens were flushed using a lab inventory syringe. No leaks or blockages were detected. A manual tug test confirmed the medial and proximal lumens were fully secured to their luer hubs. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of a separated luer hub was confirmed by complaint investigation of the returned sample. The distal luer was separated from the lumen and contained rough edges, indicating undue force caused the breakage. The sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. Based on the sample received, unintentional user error (undue force) caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports: "the connection part between luer-lock connection (brown head) and extension line is broken during use."

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports: "the connection part between luer-lock connection (brown head) and extension line is broken during use."